Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the transmitter did not blink when it was connected to the sensor. Customer's blood glucose was 107 mg/dl. Customer mentioned the cannula was missing when the sensor was removed. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm of the customer received the sensor in said condition due to the sensor was returned opened and used. A visual inspection was also performed on the introducer needle for burrs, hooks and dull needle tip defects and none were found; the introducer needle passed per specifications.